Manufacturer narrative:
A review of the complaint database was conducted concluding this event did not appear to be previously reported. The subject device is not available to evaluate. The reporting facility has not been identified. The report is based solely on the description of the event. A uterine manipulator tip (rumi tip) is attached to the rumi handle. The koh cup is placed over the uterine manipulator tip. If the uterine manipulator tip is not securely attached to the handle, separation of the koh cup as wll as the uterine manipulator tip may occur.